Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Device in wrong position: the cause of the positioning issue was not determined due to lack of clinical details, no product returned for analysis. Mechanical interaction with blood/ hemolysis: the cause of hemolysis issue was most likely unintended use error caused or contributed to the event since it resolved after repositioning per clinical details.

Manufacturer narrative:
A: patient information is unknown. D6: implant and explant date is unknown. E: initial reporter information is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A patient with an indication for acute mechanical circulatory support due to acute myocardial infarction with cardiogenic shock (ami/cgs), presenting in scai stage e, underwent placement of an impella 5.5 via the right axillary artery. On the evening of (B)(6) 2026, clinical staff reported the onset of hemolysis. An echocardiogram was performed, and the impella 5.5 was noted to require repositioning; the device was subsequently pulled back approximately 1 cm. Despite repositioning, hemolysis continued the following morning, and the team planned to attempt further repositioning. Based on available information, the reported hemolysis occurred during active impella 5.5 support and may be associated with device positioning or patient condition; however, the exact cause cannot be determined at this time. Further information will be provided if received. It is unknown if the patient is still on support or if the device was explanted at the time of reporting. The device will not be returned therefore no further evaluation is expected. Hemolysis is consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
Updated information: h6 med dev prob code added a01

Manufacturer narrative:
Sections b5 and d6 were updated based on additional information

Event description:
Additional information received that the hemolysis resolved after repositioning.